Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure flow, and preimplantation testing. The valve did not meet requirements for leak testing due to a tear in the side of the reservoir. It is unknown how or when this damage occurred. The IFU cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ proteinaceous debris was observed within the interior and exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during the procedure, after the doctor implanted the valve, they tapped the reservoir with a 25 gauge non-coring needle. According to the report, after the tap, the reservoir continued to leak cerebrospinal fluid as if the material did not close back up after the needle was removed. Reportedly, the doctor opened a new valve and replaced it with no issues. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.